Event description:
It was reported that (1) cdh33 was used during an unknown procedure. It was reported by the rep that the instrument did not create a complete anastomisis and staples did not form. A crunch was not heard and washer were intact. Finished with another cdh33 and complete anastomosis. There was extended or time by one hour.